Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, noise, oversensing and pacing inhibition was observed due to suspected air bubbles in the device header. The lead was removed from the device header and reconnected. The noise was then noted to have dissipated. No adverse patient effects were reported. This product remains implanted and in service.